Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a high blood glucose. The blood glucose at the time of the incident was 404 mg/dl. Troubleshooting was not performed because the customer was unable to remove the cannula to determine if it was bent or not. The customer also declined to perform the high pressure test. The device will not be returned for analysis.